Event description:
It was reported that; after the spacer was inserted the metal face plate disconnected from the spacer. The surgeon attempted to remove the spacer and was unable to do so. He then proceeded to use a plate to complete the surgery.

Manufacturer narrative:
Device not returned; device inspection cannot be performed since the device was not returned. The plausible root cause of this event is excessive force applied to the cage while screwing the inserter into the cage.

Event description:
It was reported that; after the spacer was inserted the metal face plate disconnected from the spacer. The surgeon attempted to remove the spacer and was unable to do so. He then proceeded to use a plate to complete the surgery.